Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. During loading of the valve, upon fluoroscopic inspection, a misload was identified due to a frame node overlap extending to the fourth node. The valve was reloaded; however, another misload was identified due to a frame node overlap extending to the fourth node. Subsequently, the valve was reloaded, and upon the first deployment attempt, under expansion of the valve frame and an infold were observed. It was noted that the target implant depth was 3 millimeters (mm) when the infold occurred. The valve and delivery catheter system (dcs) were withdrawn from the patient, and a new valve and new dcs were used to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the frame under expansion/infold. The misload was not due to a new valve loader. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012783985); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.